Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Common device name: additional procode: hwc. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a synthes employee. Device history record (DHR) will not be reviewed as there is no available lot number information for this part. Photo investigation: the complaint device was not returned for investigation. A photo investigation was conducted based on the received images. In the image, one of the small hook-like structures on the radiolucent aiming arm appears to be broken. It was unknown how this broke from the description of the complaint. Hence, the root cause of this issue cannot be identified. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed based on the image provided. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an advanced tibial nail procedure on an unknown date, the radiolucent aiming arm broke and the universal t-handle came apart. This report is for an aiming arm/ radiolucent. This is report 1 of 1 for (B)(4).